Event description:
Ous MDR - it was reported that the patient underwent an MRI examination with this ICD. After this, an episode and battery depletion were indicated. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The ICD was first interrogated and the device status of eos was confirmed. The ICD was implanted for 37 months and 16 charging processes were documented. First, the electrical analysis of the ICD's memory content was investigated. The review of the iegms showed a vf detection caused by disturbances on (B)(4) 2013, which led to a single charge. That charging process caused the eos detection. Based on the frequency and morphology of the sensed noise in the ventricular channel, it is believed there was a strong external magnetic field involved, such as an MRI study. Next, the ICD's ability to sense was checked and found to be free of noise. Signals applied to the ICD were found to be free of interference. Evidence of device malfunction were not available, the device proved to be fully functional. The eos status was then removed by a technical programmer and the device was then returned to mol1. The battery voltage of 3.09 v indicates a fully charged battery. The ability of the ICD to deliver therapy was reviewed. The bradycardia output was flawless and corresponded to the programmed values. A fibrillation signal was applied and the device responded as expected with a defibrillation shock. The specified energy level was reached. In particular, the loading time was found to be normal. In summary, the ICD proved to be within electrical specifications. It is assumed that the observed device behavior was caused by the strong magnetic fields of the described MRI scan. There were no material or manufacturing defects found.